Event description:
Doctor was operating and pushed on the foot pedal of the laser and the fiber had smoke coming from the end plugged into the machine. It melted and the machine stopped the laser and defaulted to standby mode. The laser was removed from the field and a new fiber wire was opened and the case was complete with no other complications.